Manufacturer narrative:
The intraocular lens remains implanted. Manufacturing records are currently under review. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Iol remains implanted.

Manufacturer narrative:
A manufacturing record review was performed and it met all manufacturing specifications. A review of the (B)(4) showed no other reports received for lenses manufactured in this lot number. The lens remains implanted. Our investigation revealed no deficiencies. The cause for this reported event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Physician reported that (B)(6) after implantation of the intraocular lens (iol) he measured the patient's visual acuity . Results showed the patient's vision was 0.3, anticipated result was 1.0. Surgeon suspects the power of the implanted lens was different than the iol package labeling. Lens remains implanted.